Manufacturer narrative:
Concomitant medical products: product ID: 9733437, serial/lot#: unknown, ubd: unknown, UDI#: unknown. PMA/510k: this device is not approved/marketed in us, but is similar to a device marketed in the us. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively, a ¿localizer not connected¿ message was displayed during preparation. The issue was resolved after unplugging and plugging the camera cable and restarting. After that, navigation was used without further problems to complete the procedure. The procedure was completed with no impact to patient outcome or surgical delay.